Event description:
It was reported the patient received the following results within 10 minutes: 28 mg/dl (system 1) and 160 mg/dl (system 2). The patient was feeling weak and shaky. She was able to self-treat with something to drink and glucose tablets. It is unknown if the same lot number was used for both meters and results.